Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event after a meal announcement issue, with a fingerstick showing 39 mg/dl, while the dexcom g7 reportedly showed brief sensor errors and a pairing failure with the responsible device not identified; the user had a snack of approximately 15 grams of carbohydrates before dinner and did not announce a meal, and later received education on treating hypoglycemia and contacting dexcom for sensor replacement. Symptoms included exhaustion during the hypoglycemic event. Outcomes included resolution of hypoglycemia to 89 mg/dl without hospitalization or medical intervention, with oral glucose and juice used as back-up therapy and no ketone testing performed. Investigation included troubleshooting and education regarding sensor errors and pairing issues. Investigation of this case revealed brief sensor issues consistent with inaccurate readings and a pairing failure, with subsequent guidance to replace the sensor and contact the cgm manufacturer. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors in combination with cgm brief sensor inaccuracy leading to inappropriate therapy decisions.